Manufacturer narrative:
The device was returned to olympus for inspection. E1 establishment name: (B)(6). Based on the results of the investigation, a definitive root cause of the e288 error could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on bending section cover had a chip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope exhibited e288 error. The event occurred during inspection for use. There were no reports of patient involvement.